Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Device was monitored for twenty four hours, no blank display noted. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No unexpected shutdown noted. Device was received without battery cap unable to confirm damage. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display and battery out limit alarm. The customer's blood glucose value was unknown. The customer stated that she had issues with the batteries. The customer stated that the battery shut off in the middle of the night and she was not getting insulin. The customer stated that the screen was blank and it would randomly turn on and ask her to set the time. The customer was assisted with troubleshooting and the display returned. The product was returned for analysis.